Event description:
It was reported that no power and burn marks were observed on the transmitter power adapter. The transmitter was replaced. There were no patient consequences.

Manufacturer narrative:
The field complaint that the transmitter has no power and the contacts have brown and black marks was not verified as the event was unable to be reproduced. Final analysis found no physical damage to the unit. The transmitter was powered on and there were no brown or black marks on power adaptor contact strips, as well as, there being no issues or malfunctions present with the unit. The transmitter functioned as intended.